Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in 2008. The lens was explanted three months later, due to inadequate vaulting. The lens was exchanged for a longer lens. The reporter stated the cause of the event was due to mismeasurement of the white-to-white. No additional symptoms noted. The pt's current best corrected visual acuity is 20/20.

Manufacturer narrative:
Evaluation: results - a lens work order search was performed and no similar complaint was found within the work order.